Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not see patients on unit. A technical support specialist (tss) connected with the customer and the internal team to review patient visit details and identified that one patient record had received an admission message while another was not appearing on the system. The tss advised resending the admission and update messages and confirmed that the neonatal intensive care unit was communicating properly without disconnection and that no data synchronization errors were present. The tss reviewed the station configuration and suggested increasing the admission inactivity period, but the issue remained unresolved. The tss then obtained approval to take the station offline, examined the station database, and determined that it was not receiving updates from the server. The tss identified a synchronization issue and proceeded with a full synchronization after approval, which successfully restored patient visibility. The tss confirmed with the customer that the system was functioning correctly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nicu nurses were unable to view their assigned patients. Additionally, they were unable to locate these patients using the search functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.